Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump display screen seemed to be getting smaller and had a dark border around it causing the display to be difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings:the pump display screen was observed to be dim and discolored. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. The battery cap was confirmed to be able to secure appropriately.